Manufacturer narrative:
The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was attempted due to the tip of the lead came off and the conductor was exposed at the distal end of the lead. The lead was never in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was attempted due to the tip of the lead came off and the conductor was exposed at the distal end of the lead. The lead was never in service. The lead was returned to the laboratory and was analyzed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the electrode-end damage allegation was confirmed by analysis. The lead tip insulation is torn around the circumference and the conductor coils have been pulled apart/separated, the lead tip was not returned. The "unintended use error" was selected based on the analysis finding of induced damage. The observed damage is not deemed to indicate a product defect or malfunction.